Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown, product type software product ID tm90t0 lot# serial# unknown, product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep stated they were having issues with a patient's controller. The rep stated every time they tried to communicate with the pump, it was stalling at 90%. The rep stated they have cleared the controller, repaired it, cleared the cache, and put it in airplane mode. Clearing the pds data was reviewed. The rep was able to successfully clear the data and the issue was resolved.

Event description:
Information was received from a patient who was receiving unknown drug (n/a n/a at n/a n/a) via an implantable pump for unknown indications for use. It was reported that the new remote that came with the new pump was really a hassle. The patient stated that the battery on the handset and the communicator did not even last 24 hours. Furthermore, they got error message 156 and 338 on the controller screen. It took 2.5 to 7.5 minutes to connect to the pump to get a bolus. The patient service reviewed device function and recommend patient close out of all running applications to help with error code. The patient stated that the handset goes to 90 percent and stuck at 90 percent. The agent asked clarifying questions and patient said they get 20 boluses a day. The agent reviewed device function, and it was delayed due to processing data in the handset. The patient asked how to make the handset battery last longer. The patient services recommend keeping the external devices plug into the outlet when they are not in use. Additional information was from a consumer (con) stated that it took a few minutes to connect to the pump to deliver the bolus. The patient did not like how long it takes to connect and having to sync twice to bolus. Also, the patient did not like how bulky the equipment is but does like that they can see more information with the handset. The patient re-stated that they get 20 boluses but did not always use all the boluses. The current handset seems to take twice as long as their previous equipment. The patient stated that their healthcare provider (hcp) told them ¿everyone is complaining". The agent reviewed the information and redirected the patient to hcp. Additional information was received from the healthcare provider. It was reported that the cause of getting stuck at 90% and service code 156 was unknown. The patient got a new controller to resolve the issue. The issue did not resolve, and "the new controller/battery is terrible!"

Manufacturer narrative:
Continuation of d10: product ID: a820, serial#: unknown, product type: software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.